Event description:
A customer reported receiving low readings on the adc device compared to readings obtained on the competitor meter. Customer experienced tiredness, drowsiness and thirst and a reading of "hi" was obtained on the competitor meter. Customer had contact with healthcare professional and received unspecified infusion for the diagnosis of hyperglycemia. Customer additionally reported that ECG was performed and was monitored. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.